Manufacturer narrative:
Product ID 37642, serial# (B)(4), product type programmer, patient product ID 37085-60, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2012-(B)(6), product type extension, product ID 37085-60, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2012-(B)(6), product type extension, product ID 3389s-40, lot# v043266, implanted: 2007-(B)(6), product type lead product ID 3389s-40, lot# v043266, implanted: 2007-(B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient developed an infection on the scalp. The patient's extensions were removed, but the device and leads remained implanted. Additional information was requested, but was not available as of the date of this report.